Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned for investigation. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03447 and 0001825034-2017-03448.

Event description:
It was reported that the impactor fractured during normal indicated use. There was no patient injury as a result of the event and no significant delay was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.